Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received error code 133.6080. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. A review of the device history record, showed the device had a manufacture date of 16aug2019. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn #: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. H3 other text: investigation complete.